Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve had no misload identified. A procedural delay occurred as a result of the infold. Per the physician, excessive aortic valve calcification contributed to the infold.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload was present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload (see image below for reference). As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. However, a misload was not identified and the valve was used for implantation. The misloaded valve was deployed just prior to the point of no recapture and fluoroscopic images showed evidence of an infold. The infolded valve was recaptured and redeployed a second time without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. Another fluoroscopic valve l oad inspection was performed and a misload was present by overlap to node 4 which resulted in another infold during deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was released. A post implant dilatation was performed to resolve the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was attempted to be implanted using a non-medtronic guidewire. During the first deployment, an infold was noticed. A second deployment attempt was made and the infold was still present. The valve was recaptured and retrieved from the patient. A second valve was loaded and confirmed a good load via fluoroscopic load check. During the first deployment attempt, another infold was observed. The physician made the decision to fully deploy the valve and post dilate. A 25 millimeter (mm) non-medtronic balloon was used to post dilate resolving the infold. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012408653); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012423694); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (B)(6) ; product type: 0195-heart valves; implant date ; explant date product ID innowi guidewire (lot: unknown); product type: guidewire; implant date ; explant date product ID 25 mm meril balloon (lot: unknown); product type: dilation balloon; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.